Event description:
It was reported that the patient (pt) reported their scs in their body was broken and their first doctor put that in. The pt then said a different doctor had implanted them and they got an infection with their 'first leads (2)' one had broken off, and then they were replaced. Pt said scs never worked, and mentioned a rep was unable to interrogate their device to 'see what was going on.' Pt said their doctor refused to remove their implanted device until at least 2025. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).